Manufacturer narrative:
Month and year valid note: this device was used in the same event as MDR # 1045254-2020-00122. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the drill was overheating and making noise. Additionally the drill is jumping while bur is used. There was no patient impact.